Manufacturer narrative:
The front bezel with nav ring was returned for failure investigation. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
B4:02sep2021. The device was checked, but the phenomenon was not duplicated. The front bezel needed to be replaced for preventative actions. However, repair was canceled. The customer did not provide an answer for the quotation for a long term. The device was returned unrepaired. The customers alleged malfunction was not confirmed.

Manufacturer narrative:
The navigation ring was observed to not respond at all. Therefore, the field service engineer replaced the front bezel and the phenomenon was resolved. No other anomaly was found.

Manufacturer narrative:
Date of report: 07jun2021. There was no patient involvement.

Event description:
The biomedical engineer reported that the navigation ring did not operate properly. There was no patient involvement.